Manufacturer narrative:
The pump was received with compromised force sensor system alarm during basic occlusion test due to loose and or protruded drive support disk. The pump had minor scratched lcd window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they have received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 166mg/dl. Troubleshoot was conducted. The drive support cap was noted to be sticking out. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.